Event description:
A healthcare facility reported to our distributor that a water bag providing water to an mr290 autofeed humidifier had emptied into the chamber and water had backed up into the gas supply line to the ventilator. The ventilator was reportedly inoperable. The following sequence of events was reported: the patient was being mechanically ventilated for a condition that was terminal; the patient was initially placed on the ventilator post resuscitation; the therapist spiked the water bag for the mr290 and left the bedside; the water bag on the water bag pole emptied into the chamber and backed up into the ventilator; when the overfill occurred the attending nurse disconnected the ventilator and manually ventilated the patient with a resuscitation bag; the ventilator alarmed and the respiratory therapist returned to the room. It was reported the patient's condition was not compromised by the incident and the patient eventually expired as a result of conditions not related to this incident. No physical damage to the chamber was observed by the user.

Manufacturer narrative:
The device is in route to the manufacturer for inspection. There were no other complaints of this nature for this lot number. The mr290 autofeed humidification chamber instructions for use indicates the level water in the chamber should not exceed. The instructions for use also advises users to replace the chamber if water exceeds the maximum water level. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0017%.